Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was hospitalized due to a cardiac episode. During the hospital stay, a catheter was placed without deactivating the aus. The catheter placement caused the device to stop working properly and the patient's incontinence returned. A surgical procedure was performed in which the existing aus was removed and replaced. There were no additional patient complications reported.